Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a (B)(6) result on chromid (B)(6) (ref (B)(4), lot (B)(4), expiry 13-aug-2015). The customer observed white colonies after 24 hours of incubation. After allowing the plate to incubate for 24 additional hours as instructed in the package insert, the customer continued to observe white colonies. The customer then tested the atcc strain (B)(6) on the incriminated lot and on another lot (1004044190). The customer observed: - white colonies for atcc strain (B)(6) tested on lot 1003955880 : (B)(6)- green colonies for (B)(6) tested on lot 1004044190 : correct (B)(6). The customer confirmed the identification (ID) of (B)(6) via vitek® instrument. Customer states there was no delay in reporting to the physician, and no impact on patient state of health or prescribed treatment. Culture submittals were requested from the customer for internal investigation. However, the customer indicated strains and plates have been destroyed. A biomerieux investigation has been initiated using retained samples from the incriminated lot ((B)(4)).

Manufacturer narrative:
Biomérieux investigation was conducted in response to a customer report of atypical growth (false negative result) in association with chromid tm staph aureus agar (ref. 43371, lot 1003955880). Since the customer did not provide submittal of patient strain nor inoculated chromid staph aureus agar plates, the investigation included the following: review of complaint history. Review of manufacturing qc batch records for the implicated lot (1003955880). Testing of customer lot (1003955880) and a reference lot (1004044190) using the same strains as used during the product release testing. Review of complaint records indicates no other complaint registered for the reported behavior against this reference and this batch. The review of the qc batch record confirmed no anomaly registered during the manufacturing or testing of this batch. Qc results are in accordance with specifications. Investigational testing obtained the following results: good growth of typical green colonies after 24 hours of incubation for the s. Aureus atcc 6538 strain. The results are equivalent for the incriminated batch and the reference batch. Growth of colorless or light green colonies after 24 hours of incubation for the s. Aureus atcc 25923 strain. In accordance with the instructions for use (package insert), after 48h of incubation, growth of dark green colonies were observed for both the incriminated batch and the reference batch. The growth behavior reported by the customer was not duplicated with the quality control strains and the retained samples. The investigation concluded that the performance of s.aureus chromid agar, lot 1003955880 is within specifications.